Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.